Event description:
It was reported that the pod alarmed while wearing it on the arm between 24 and 36 hours. When the pod was removed, the circuit board in the pod appeared to be "half burnt," and "brown/black." The patient is unsure how this may have happened.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.